Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was placed near the bundle of his. Subsequently, undersensing was noted on the rv lead. The rv lead was explanted and replaced. No additional adverse patient effects were reported.